Event description:
It was reported that a cartridge error occurred, causing the customer to switch to multiple daily injections (mdi) while seeking assistance to troubleshoot and resolve the issue. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.